Event description:
The doctor claims that a portion of the graft was implanted for a thoracic aortic aneurysm (taa) replacement procedure. During the two hours of (procedural) extracorporal circulation, 100cc of blood leaked from the graft wall. There was no injury to the pt. The pt is doing well, now. The graft was left in. The doctor did not consider the quantity of blood lost through the graft wall to be excessive.